Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump after confirming consecutive cartridge alarms with the current pump, even though the customer reported that the pump's warranty was valid until february 2028. The customer was instructed on returning the problematic pump to tandem, including storing the pump before shipping and using a pre-paid label. Additionally, the customer was advised to program their pump settings and connect their cgm to the replacement pump. The replacement pump, along with new cartridges for those expended during the issues, was sent to the customer.